Event description:
The customer reported to olympus, following a procedure, the light guide could not be removed from the video system center. Subsequently, the light guide was able to be removed from the subject device, but the light guide ring remained on the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, visual examination found no abnormality in the appearance of the device, the ring of the light guide could not be visually confirmed, and operational confirmation could not confirm any abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the intended procedure was a diagnostic procedure and the name was unknown. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation, it was observed, the light guide ring was detached, scratches and stain were noted inside the connector and no abnormalities were noted on the connection and removal of the light guide. Olympus will continue to monitor the field performance of this device.